Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1vpys, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 22-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient needed their ins checked, they thought something was wrong and thought that their healthcare provider that implanted the ins put it in wrong. The patient stated the ins area was on fire and the sensation was going down their right leg since a few weeks ago. The patient reported being uncoordinated and that the fall often, a fall was noted to be related to the issues. The patient stated that they lost control of their bladder and were peeing everywhere on oct-20, and by the time they got to the hospital they were not able to pee, so they were given a foley catheter. The patient also stated on the call that they thought something may be wrong with the lead, they thought it was broken or something. The patient noted they were looking for a healthcare provider that understood interstitial cystitis. The patient was sent healthcare provider listings. No further complications were reported.